Event description:
Philips received information from the customer reporting the multi-function footswitch stuck engaged when using the down and out function. There was no report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).